Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of zero ohms. Then normal shock impedance measurements were subsequently noted. Additionally, right atrial (ra) oversensing of right ventricular (rv) signals was noted with inappropriate atrial tachy response (atr) episodes. Additional information was received which noted no further actions had been taken. No adverse patient effects were reported. The device remains in service.